Event description:
The customer reported receiving a no delivery alarm during bolus. Troubleshooting was performed. The customer stated that she went to the emergency room due to high blood glucose of 480mg/dl. The customer stated that he received the alarms for a couple of days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.